Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported foot detachment was not confirmed. A conclusive cause for the reported foot could not be determined as the foot detachment was not confirmed. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was received. Reportedly, there was no issues with flushing the devices prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method. The marker lumen is not patent. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred with the proglide device. Another proglide device was used and the foot came undone from the device during the attempt to pre-place the suture. All parts of the proglide device was removed with a snare device. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. An attempt to verify marker lumen patiency by flushing the marker lumen with saline until the saline exits the marker port was unsuccessful with both proglide devices.